Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates both extensions were explanted and replaced. During the procedure it was observed the lead had been disconnected from one of the extensions.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-15855 , 1627487-2021-15856. It was reported the patient felt discomfort from a tingling sensation while therapy was off. In turn, surgical intervention is pending.